Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with "pus oozing from the wound." The patient developed an infection and the original location is thought to be the pocket. Of note, at the time of implant, only a large antibacterial envelope was available and it was found to be too large for the device. The top of the envelope was cut and implanted. The patient was treated with antibiotics and no further patient complications have been reported as a result of this event.